Event description:
User received low sodium results for 4 patient samples. For patient 4 of 4, the initial result was 129 mmol per l; repeat result was 137 mmol per l. User stated the patient was treated based on the erroneous result. User could not provide information regarding treatment given to patient. Information for patients 1 through 3 provided in separate medwatch reports.

Manufacturer narrative:
The field service representative was unable to determine a cause and was unable to duplicate the issue. He checked ise electrodes and date. Customer ran controls which were within specifications.